Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the sodium and the potassium electrodes to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. Patient data was not provided.

Event description:
The customer alleged erroneous high na (sodium) and k (potassium) patient results were generated on the au680 clinical chemistry analyzer. The erroneous patient results were not reported out of the laboratory. There was no effect to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event.